Event description:
Info provided alleged that the head section was drifting down very slowly. No pt was impacted.

Manufacturer narrative:
Tech found a damaged CPR valve assembly. Replaced the CPR valve assembly to resolve this issue.